Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the tip is broken off. No information about patient involvement available. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: the investigation of the returned product was completed. The evaluation revealed that the movable part of the ear hook has broken off. The break edge shows that the material is slightly bent upwards, which suggests that excessive force was applied to the mouthpiece. The event is filed under internal karl storz complaint ID: (B)(4).